Event description:
Follow-up revealed that the patient died at the hospital due to acute respiratory failure suspected to be secondary to aspiration. The patient was admitted to the hospital with respiratory difficulties thought to be secondary to aspiration with pneumonia. The patient had a do not resuscitate and therefore was given morphine and made comfortable. The patient passed away shortly after being removed from bipap.

Event description:
It was reported that the patient passed away. It was reported that the cause of death was not related to vns therapy. It was reported that the patient's device has been at end of service for approximately two years. Attempts to obtain additional relevant information have been unsuccessful to date.